Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise due to high ventricular rate (hvr) was noted on the right atrial (ra) lead. The patient experienced palpitation. Programming changes were made. Further information was requested but not available.